Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's "right side was not working". Unable to follow up with the contact info provided, hence, no additional info was obtained.